Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using the same cartridge for over 3 days with novolog insulin and over 2 days with trusteel infusion set, tandem technical support educated the customer this is considered off label use per the tandem user guide. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer used the same supplies and resumed insulin therapy.